Event description:
It was reported that the pt underwent a fusion surgery l2-l4 due to degenerative spondylolisthesis. An unk time post-op, the pt was diagnosed with a persistant infection. The infection has resolved, and there are no other reported pt complications.

Manufacturer narrative:
(B)(4): the suspect device was not identified, therefore, the MFR cannot determine the suspect device. However, the suspect devices in use are part# 54840005545, lot#h09m9066, part# 5440020, lot# h09m8672, part# 1475001090, lot # 0064783w, and part# 54840005545, lot# h09l7571. MFR date for part# 54840005545, lot#h09m9066 is 12/30/2009; MFR date for part# 5440020, lot# h09m8672 is 12/22/2009; MFR date for part# 1475001090, lot # 0064783w is 10/29/2009; MFR date for part# 54840005545, lot# h09l7571 is 12/05/2009. A review of the device history records for these devices did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.